Event description:
It was reported following an aorta-iliac percutaneous transluminal coronary angioplasty (ptca), an 8f angio-seal sts plus was deployed. Six hours later, the patient complained for right leg pain below the level of the knee. A doppler ultrasound revealed an occlusion at the level of the trifurcation of the popliteal artery. The patient underwent surgical intervention with successful removal of the occlusion. It is not known if the anchor was in the removed occlusion. The patient was reported to be well and doing better after the procedure. The implant, explant, and event dates are unknown.

Manufacturer narrative:
No product was returned. Review of the device history records was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear treatment options include thrombolysis percutaneous extraction of the anchor or fragments, or surgical intervention.